Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A facility manager reported that the laser suddenly gave a warning error during a procedure. The laser process stopped at 85%. The machine did not continue to work. The surgeon decided to stop that operation and will finish the operation later.

Manufacturer narrative:
Sample was returned. Failure analysis showed the reported problem could not be reproduced with the returned patient interface: visual inspection of the applanation cone of the patient interface showed liquid remained on the applanation surface. Functional testing of the patient interface with the laser showed that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. No deviation of docking or other issues could be detected. No problem was found with the patient interface. The reported problem could not be confirmed. No problem with the returned patient interface could be identified. The root cause has been changed to inconclusive ¿ no problem found. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The root cause could be identified conclusively. The manufacturer internal reference number is: (B)(4).